Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11 visual examination of the provided photos identified an explanted articular surface component. No product was returned and no part or lot information is identifiable on the device from the photos, therefore no further evaluations can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. This compliant cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent a knee revision approximately 12 years post implantation due to anterior knee pain. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant medical products: (B)(6) - vngd cr intlk femoral 55m rt - 630250. (B)(6) - polished finned tib tray 63mm - 2013012171. (B)(6) - refobacin plus bone cement 40 - 133fak2103. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.